Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of event and treatment were not reported. It was not reported if the patient was hospitalized. On an unreported date, the patient recovered from the peritonitis. On an unreported date, the patient¿s pd therapy was discontinued. No additional information is available.